Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose above 180 mg/dl that was corrected, occurring after an insulin set expired alert on the ilet system; the user was advised to change infusion supplies and reported understanding, and the case was logged as a duplicate for administrative reasons. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution after user self-correction and education. Investigation included complaint intake review and user troubleshooting with education regarding infusion set replacement. Investigation of this case revealed no device malfunction reported and an unclear cause, with a potential contribution from an expired infusion set prompting supply change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.